Event description:
It was reported a balloon ruptured on the first inflation at six atmospheres during a pre-dilatation of a calcified iliac artery prior to stent placement. Another balloon catheter was used to successfully complete the procedure without patient complications. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the shaft under the balloon was bvowed. A 13mm longitudinal tear was located from the distal radiopaque marker extending 13mm proximal. The balloon material was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Stent placement be indicated when it is believed angioplasty alone will not achieve a good result. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon as well as a longitudinal tear. Co follow up also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."